Event description:
It was reported that the health care professional (hcp) called regarding some ventricular episodes and had questions about onset/ stability or rhythm ID. Technical services reviewed the data and discussed the benefit of high ventricular fibrillation (vf) zone in regard to the discrimination support. Upon further review it appears the patient received inappropriate shocks due to atrial fibrillation (af). The health care professional (hcp) will consult with the electrophysiologist. At this time, the device remains in service. No adverse patient effects were reported.